Event description:
It was reported that the Spinal Cord Stimulation (SCS) patient was undergoing treatment for an unspecified medical condition. The physician confirmed that the condition was not related to the implanted device; however, it resulted in inadequate stimulation. As a result, the patient underwent a revision procedure during which the implantable pulse generator (IPG) and lead were explanted and replaced. Postoperatively, the patient is reported to be doing well. In accordance with facility policy, the explanted devices were retained by the facility and will not be returned for evaluation.

Manufacturer narrative:
Block B3: Exact date unknown, approximate based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: Model Number/Catalog Number: SC-8336-50.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: COVEREDGE 32 SURGICAL LEAD KIT 50 CM.Unique Identifier (UDI) # (b)(4).